Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances greater than 125 ohms on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.